Event description:
It was reported that patient presented to the emergency room after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. The patients rhythm degraded to vt at which time a shock converted the patient to normal sinus rhythm. The patient was admitted and then discharged the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.